Event description:
It was reported patient in for treatment, port cleansed and supplies prepared for access. White plastic piece noted loose on the inside of tubing/connector hub. Needle set aside and another without this issue used for patient's treatment today. No harm reported.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material in device is confirmed and was determined to be supplier related. One 19 g x 0.75 in safestep infusion set was returned for evaluation. An initial visual observation revealed no use residue on the sample. The safety mechanism was observed to be engaged. A microscopic observation revealed a torn dust cap stem, resulting in a detached fragment from the component. Small white pieces likely from the dust cap were also observed. The damage observed on the returned sample suggests the dust cap may have been damaged during an automated manufacturing process. The supplier has been notified of this event and a corrective action has been implemented. This complaint will be recorded for future trending and monitoring purposes.